Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown whether the patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Patient implant of a 25-16-140bl bifurcated device on (B)(6)2009, with no endoleak noted. At a follow up visit, given the position of the bifurcated device, it appeared that very little of the main body was engaging the neck, and suspected a proximal type I endoleak may have been there all along. On (B)(6)2010, the patient was treated with a 25-25-75l proximal extension, which resolved the endoleak.